Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an apogee system with intepro on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone or will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff suffered physical pain and mental anguish.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.